Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00763, 00764 and 00766. Device disposed of by hospital.

Event description:
The patient was undergoing a coil embolization using ruby coil's and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a ruby coil through a px slim delivery microcatheter. The ruby coil was removed and re-advanced against resistance into the px slim delivery microcatheter. The pusher wire of the ruby coil became kinked. The ruby coil was removed and the two more ruby coils met the same resistance and were removed. The procedure successfully continued using another manufacturer's catheter and pushable coils. There was no report of an adverse effect on the patient.